Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have a broken main tube at the distal tip. In addition, one of the main tubes was missing. One piece measuring proximately 11mm x 4mm was not returned with the instrument. Components adjacent to this broken main tube did show damage. Additional related observation(s): the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was not attached to the main tube. The instrument was found to have all grip and pitch cables broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The probable root cause for the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause for the broken proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of cable or pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument tip was bent. When customer tried to remove the instrument, it would not come out and it was removed with the key. The procedure was completed with no patient harm.

Manufacturer narrative:
On 05-sep-2025, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue involved a frayed cable, with no fragments falling into the patient, and no reports of fragments from the device while in use. The patient experienced no post-surgical complications related to foreign material. There was no patient demographic information available as noted in the order.

Event description:
Refer to h11 for follow-up information.